Event description:
Infant diagnosed with high level of magnesium sulfate.

Event description:
Suspected high level of magnesium sulfate given to infant.

Event description:
Infant diagnosed with high level of magnesium sulfate.